Manufacturer narrative:
D10: concomitants: (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14. (B)(6) 186-01-50 - integrip cc, cluster 50mm, g1. (B)(6) 188-00-07 - wedge plasma s/o sz 7. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2016. Approximately 7 years after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed left hip replacement. A thorough synovectomy of the capsule anteriorly and posteriorly after the surgeon dislocated the hip and removed the femoral head. The proximal aspect of the stem was cleared and placed the exterior on the stem and back slapped. The acetabular liner was then removed and the socket was irrigated. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
H10. Updated/additional information ¿g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6, clinical codes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected component, and investigation clinical codes.